Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this pacemaker presented to the emergency room with dizziness and shortness of breath that has been present for approximately two weeks. Boston scientific technical services (ts) reviewed patient data and stated that there was a lead safety switch (lss) due to low out of range right ventricular (rv) pace impedances. Ts provided troubleshooting options. Subsequently, this patient underwent a revision procedure and the leads were surgically extracted. This product remains in-service.